Manufacturer narrative:
The unit did not have a battery installed when received. All operating currents are within specification. Off no power alarm functions properly. Unit passed the displacement test, rewind, self test and unexpected restart error test. Unit was unable to prime during the prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Nit uploaded properly using carelink. Unit had cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Event description:
It was reported via phone call that the customer passed away at home in hospice care. The cause of death was a brain tumor. The caller stated that the customer had cancer that may have led to the customer's passing. The customer¿s blood glucose was 189 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.